Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 26-jan-2023. H6: investigation summary: our quality engineer inspected the 1 photo and 1 sample submitted for evaluation. The reported issue of barrel / flange damaged was confirmed upon inspection of the sample. Analysis of the sample showed that the barrel and flange were broken. The defect is caused by jam at the reject station due to stopper position high rejects. The high rejects were due to inconsistent stopper position during the plunger insertion. An action was taken to replace with level rollers which will ensure a more even and consistent plunger insertion and stopper position and thus result in less jams and rejects at the stopper position reject station. This batch was produced before the action took place. Production records were reviewed, and this batch meets our manufacturing specification requirements. H3 other text : see h10.

Event description:
It was reported while using bd luer-lok¿ syringe with bd eclipse¿ safety the device was damaged.there was no report of patient impact.the following information was provided by the initial reporter: broken barrel.

Event description:
It was reported while using bd luer-lok¿ syringe with bd eclipse¿ safety the device was damaged. There was no report of patient impact. The following information was provided by the initial reporter: broken barrel.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.